Manufacturer narrative:
The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by sales consultant, a surgeon detailed about a previous patient that came into the emergency room (ER) with a broken kirschner wire in the groin area. The sales consultant stated, the wire was removed and the patient had a follow-up appointment with the surgeon with no issues at this point. This is 1 of 1 report for (B)(4).